Manufacturer narrative:
(B)(4). This report of connection issue is not confirmed and the cause was not identified because no sample was returned to baxter, and the lot number was not provided. Since the lot number was unknown, a batch review could not be performed. This issue is being investigated through CAPA.

Event description:
On (B)(6) 2012, during follow-up for an unrelated issue with the peritoneal dialysis registered nurse (pdrn), the following information was reported: in (B)(6) 2011, the patient began automated peritoneal dialysis (apd) therapy at night with one mid-day manual exchange during the day. In 2012, on several occasions (exact dates unknown), the patient's mini-caps fell off and the patient re-capped. In (B)(6) 2012, the patient had a new transfer set placed. The patient stored his transfer set in a belt and the transfer set was connected to a titanium adapter. In 2012 ('within the past couple of months') the patient's transfer set fell off and the patient re-attached the transfer set to the adapter. No complications or damage to the transfer set were noted prior to this incident. On an unknown date, the patient began having difficulty draining. On (B)(6) 2012, the patient reported having abdominal pain and went to the hospital. Upon admission, it was discovered that the patient had gained (B)(6) due to difficulty draining and subsequently had been overfilling himself. While hospitalized, the patient had his pd effluent analyzed and was found to have peritonitis. While hospitalized, the patient's pd catheter was removed. Treatment for peritonitis was IV vancomycin and fortaz. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the events of peritonitis and weight gain had resolved. The pd nurse stated, the patient's physician has not yet decided if the patient will go back on pd therapy at this time. The nurse stated the patient had a history of non-compliance and never contacted her regarding any of the issues he had been having with connections and draining. The nurse stated the peritonitis may have been related to the transfer set or mini-caps falling off and the patient reconnecting, but she is unsure. She stated it is possible that the peritonitis was caused by user error, but again she is unsure. She stated the events of weight gain and peritonitis were unrelated to the baxter solutions. The nurse stated she can be contacted again if further information is needed.

Manufacturer narrative:
(B)(4). This is report 4 of 4. This complaint is against the titanium adapter, but the titanium adapter in use at the time of the incident was unknown. The sample was requested, but had been discarded. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. A follow-up report will be submitted if additional information becomes available.